Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the circumstances that led to the wiring not being correct was that the patient could barely do anything. It was reported that the patient stopped using the "packing" and now it was working perfectly.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the wiring was not correct, so they redid it and placed it in again 2 years later in 2012. It was noted that the patient had a history of failed back surgery syndrome. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.